Manufacturer narrative:
(B)(4). Cracked blade.evaluation summary: the analysis results found that the devices were returned with gouged and cracked blades. Due to the damage to the blade, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure.

Event description:
It was reported that during a gastric bypass the first device stopped working. Another device was used with the same results. A third one was used to complete the case. There was no consequence to the pt.